Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant instability.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed batch/failure mode. A clinical evaluation indicated that although requested, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be performed at this time based on limited information provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.